Event description:
Customer's wife reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Caller declined to troubleshoot for high blood glucose. The auto mode feature was active at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.